Event description:
During a cardiac catheterization procedure the right radial artery access was obtained. There was stenosis/spasm in the brachial artery, 0.035 wire would not pass. 0.14 high torque floppy was used to cross the area. During attempt to place jr 4 catheter there was resistance. When it was removed the wire separated and the distal portion remained int he brachial and thyrocervical trunk. Despite prolonged effort at retrieval with multiple snares from the right femoral access. Ift was unable to be removed. Involved vascular surgeon and interventional radiologist assisted. Pt informed of situation. Vascular surgeon determined that if was safer to remove the wire in the or the following day. Broken piece safely removed; patient discharged the following day.